Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Yes, the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line. Does the surgeon routinely wait 15 seconds prior to firing? No, in the vascular firing they usually wait less than 15 seconds because the tissue is too fine and when they wait it bleeds. Exactly where on pulmonary vein was device fired? In the principal right inferior pulmonary vein. Were multiple vessels fired on at same time? No. Please confirm that event was with recipient pneumonectomy. . No, receptor. Were any staple formation issues noted? No. Was the pericardium opened? No. What is the current patient status? The patient is ok. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung transplant procedure, the mechanical suture of the pulmonary vein failed few minutes after the stapled, caused a massive hemorrhage; they had to re-suture manually and the patient needed 3 liters of blood transfusion. They could solved the problem and the surgery finished successfully.